Event description:
It was reported that an ilet screen cracked after the device was dropped, and a replacement ilet was arranged with return shipping provided. Symptoms included no reported adverse clinical effects and no reported blood glucose impact. Outcomes included continued use of cgm via the dexcom app or receiver and instruction to shut down the device to avoid alerts, with acknowledgment that data would not transfer and that start-up would be required on the replacement. Investigation included review of reported circumstances, confirmation of delivery and return logistics, and collection of a photo of the damaged screen. Investigation of this case revealed physical damage to the display consistent with an accidental drop, with no malfunction or alarm behavior reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.